Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was aligned and calibrated during the service call. The system was tested and found to be working as intended, and put back into service.

Event description:
It was reported that the collimator on the 9800 system would not calibrate. No pt injury was reported.